Manufacturer narrative:
The astral device's main circuit board (pcb) was returned to the resmed design facility for an extensive engineering investigation. System fault (sf 188) was not reproduced during investigation. The root cause for sf188 could not be determined as the data in the pcb were lost due to a software upgrade and the occurrence of sf65 during the astral device servicing. System fault 188 is a safety alarm that may be triggered if the device detects a safety assert failure during start up. This safety alarm can be resolved with a device restart. During investigation, it was found that system fault (sf 140) was triggered due to a failed software upgrade. This error was resolved when the software was reinstalled. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message displayed was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188). There was no patient injury reported as a result of this incident.